Event description:
The patient was transferred from another facility where he had received approximately 25 inappropriate shocks, due to fracture of the recalled fidelis defibrillator electrode. The device was inactivated in the emergency room and then the patient was transferred to our facility for admission and definitive care. Following a routine laboratory evaluation, he was taken to the operating room where his fractured lead and old device were removed and new ones were implanted. A new dual-coil bipolar fixation defibrillator lead was placed after the fidelis lead was extracted without complication. A stylet was passed down the old fidelis lead. The active fixation device was withdrawn. Using constant gentle traction and some rotational torsion under fluoroscopic guidance, the fractured lead was removed in its entirety. Pacing parameters remained satisfactory prior to the patient's discharge.